Manufacturer narrative:
The firm had not been made aware of any symptoms or issues prior to the explant taking place. No lab data is available to confirm presence or type of infection. Infection is a known inherent risk of invasive procedures.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024. On 28may2024 the firm was made aware that a full system explant had been performed on (B)(6) 2024 due to infection. The firm had not been made aware of any symptoms or issues prior to the explant taking place. No lab data is available to confirm presence or type of infection.